Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this lead dislodged approx. 2.5 months after the implantation. The patient was hospitalized for the repositioning of both leads.

Manufacturer narrative:
The event date was updated. It was reported that the dislodgement was no more than 1 week after the implant. It was impossible to re-catheterize the cs so a plug was put in the lv port. (B)(6) 2020 the patient was diagnosed with worsening heart failure. The patient was hospitalized and this lv lead was re-positioned. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Manufacturer narrative:
The event date was updated. It was reported that the dislodgement was no more than 1 week after the implant. It was impossible to recatheterize the cs so a plug was put in the lv port.

Manufacturer narrative:
The event date was updated. It was reported that the dislodgement was no more than 1 week after the implant. It was impossible to to recatheterize the cs so a plug was put in the lv port. (B)(6) 2020 the patient was diagnosed with worsening heart failure. The patient was hospitalized and this lv lead was repositioned. (B)(6) 2021 repositioning of the lead failed due to an occlusion due to a thrombus. Adhesions and fibrosis were found in the pocket. The lv lead was extracted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.